Event description:
The patient had an elective pump replacement. The new pump was delivering baclofen 2000 mcg/ml at 840 mcg a day; the previous pump had been filled with a 3000 mcg/ml concentration. The patient left the hospital 36 hours after the pump replacement. The next evening the patient was experiencing symptoms of withdrawal; the patient presented to the emergency room with tachycardia and hypotension. At some point that evening, he had a cardiac arrest. The patient was given oral baclofen and IV valium, atavan, and zantralene. Resuscitative measures were performed. A bolus was given through the pump which did not help. The catheter access port was tapped in 2009, and they could not get csf back despite having good csf flow in the operating room during the replacement procedure. The patient was then given a lumbar puncture of 100 mcg of baclofen. There was maybe some improvement in his symptoms, but he again had another cardiac arrest and passed away. An autopsy was being considered; the family had not yet given consent.

Manufacturer narrative:
(B)(4).